Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 5-2 was found stuck and could not be opened manually. A field service engineer replaced the solenoid, retractor band, and drawer controller board. The failed drawer was successfully recovered and tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, a pocket fell from the matrix drawer, and the station had a burning smell. The customer indicated that user reported thermal event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, a pocket fell from the matrix drawer, and the station had a burning smell. The customer indicated that user reported thermal event. There were no adverse events or injuries reported based on this event.